Event description:
It was reported that an asymptomatic patient presented in the clinic for a routine follow up and it was noted that the right ventricular lead exhibited loss of capture and high thresholds. A chest x-ray revealed lead dislodgement. The lead was explanted and replaced without complication. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.